Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. However; unit was received with depleted energizer alkaline battery, and cracked case at display window corners.

Event description:
Customer's mother called to reported the passing of her son. Caller stated that the cause of death was due to diabetes complications. Caller stated that the customer was hospitalized since september 09, with a lot of complications what led up to the event. Nothing further was reported.